Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the evaluation of the subject device, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a transabdominal preperitoneal repair, the subject device was used. The tissue pad of the subject device was separated. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".